Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device "malfunctioned and almost killed her." The drug used in the pump at the time of the event was not known. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.